Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us, but is similar to the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products that are cleared in the us. The pro code for the m.r.I. Low-profile implantable port, hickman single-lumen, 6.6f products is identified in d2. H10: the lot number was provided for the reported malfunction; therefore, a lot history review was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation is inconclusive for fluid leak. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H10: g4. H11: b5, d1, d4(product catalog no). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880c implantable port allegedly experienced fluid leak. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.

Manufacturer narrative:
The lot number was provided for the reported malfunction; therefore, a lot history review is currently being performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603870 implantable port allegedly experienced fluid leak. This report was received from one source. The malfunction involved a patient with no known impact to the patient. The patient¿s age, weight, and gender were not provided.